Event description:
The manufacturer received information that the gel cushion on a comfortgel blue full face mask split while in use. The end user is alleged to have experienced throat swelling and mouth irritation from ingestion of the gel material, with subsequent admission overnight in a hospital. There was no report of serious or permanent injury. There was no other information provided. The manufacturer has made numerous attempts to gather additional information from the reporter of the event, however no further information has been provided. The lot number of the mask was not provided, and the mask was not returned to the manufacturer for investigation. The comfortgel blue full face mask includes warning to "inspect the mask for damage or wear (cracking, crazing, tears, etc). Discard and replace any components as necessary". This mask meets all relevant iso standards for biocompatibility. A review of the manufacturer's complaint system indicates there have been no similar adverse events reported for the comfortgel blue full face mask. Based on the information available, the manufacturer concludes the alleged event is an isolated incident, and no further action is necessary.